Manufacturer narrative:
(B)(4). S/w ver. 5.2a, retainer ring = black . Customer returned pump for an alleged pump error on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error alarm noted during testing. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and motor assembly noted. Scratched case noted. In summary, customer alleged pump error confirmed.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had received an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm and unable to rewind the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.